Event description:
Caller alleged discrepant results compared with lab. Results as follows: in 2009; inratio: 1.4, lab: 1.7, same date; inratio: 3.8; lab: 6.2.

Manufacturer narrative:
Investigation pending.